Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the vacutainer ultratouch that the device set leaked into the hose down to the vacutainer. This occurred in an unspecified amount of devices. No patient impact reported.

Event description:
It was reported that while using the vacutainer ultratouch that the device set leaked into the hose down to the vacutainer. This occurred in an unspecified amount of devices. No patient impact reported.

Manufacturer narrative:
Bd received 2 photos for investigation showing a device with tubing that is cut above the female luer connection, as well as blood leakage on the female luer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.